Manufacturer narrative:
Data logs could not be retrieved, despite radiometer's field service engineer's effort. Hence, radiometer investigations concluded that the root cause is unknown.

Manufacturer narrative:
2 patients are involved in this complaint. So in a3, the gender for one of the patient is female, while the other patient is male. In section d4, the lot number for solution pack: pc02. The lot number for sensor cassette: 620.

Event description:
According to the complaint, on (B)(6) 2023 samples were measured on the abl90 flex plus analyzer (serial number: (B)(6)), and the following measurements were obtained on the ck+ parameter: sample 1: 1) 8.5mmol/l. 2) 4.0mmol/l - considered discrepant. Sample 2: 3) 7.9mmol/l. 4) 3.8mmol/l - considered discrepant. Based on these measurements, the customer has reported the 4.0mmol/l and 3.8mmol/l as false low.